Event description:
Information was received indicating that this ambulatory infusion pump failed volume metric accuracy testing. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4)., corrected data: d5 operator of device, e4 initial reporter sent report to FDA, and h6 patient code and device code.

Manufacturer narrative:
Evaluation summary: the pump was visually inspected and found to be in good physical condition; the keypad and labels were functional and intact. Delivery accuracy testing was unable to confirm the customer's complaint. The pump's average delivery error was found to be well within the published specification of +/- 6%. The real time clock battery and the front housing was replaced as preventative maintenance per the customer's request. Furthermore, the DHR was reviewed and found to be in compliance; no manufacturing or testing issues were found. Based on these investigation results, no corrective actions will be taken at this time. Smiths medical regularly analyzes complaint data and trends, and will take further actions accordingly.

Event description:
The customer's reported problem did not occur while in use with a patient.